Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during the catheter lock procedure, physiologic saline solution jetted out at approximately the 39cm marker.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. The sample was received with a sliding suture wing positioned between the 39cm and 36cm depth markings. Kink impressions were observed in the catheter material just proximal of the sliding suture wing. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion. During hydraulic pressurization of the white-luered lumen, a leak was observed emanating from a site just proximal of the sliding suture wing, within the region of kink impressions. The catheter kinked preferentially in the vicinity of the leak during manual manipulation of the sample. Microscopic inspection of the sample in the vicinity of the leak revealed a small split within the kink impression region. Multiple scoring marks were observed in the vicinity of the kink. The kinks and scoring marks were suggestive of handling/manipulation of the catheter using instruments. The location and characteristics of the split indicated that the leak was the result of damage caused by that manipulation. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Event description:
It was reported that during the catheter lock procedure, physiologic saline solution jetted out at approximately the 39cm marker.